Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (10 mg/ml at 1.202 mg/day) via an implantable infusion pump. It was reported that the patient's pump was refilled on (B)(6) 2020 and the refill was normal, but there was a large volume discrepancy. The expected volume was 2.2ml but 19.5ml was removed. At a previous refill on (B)(6) 2019 they had a volume discrepancy of 7ml as well. The patient had no symptoms and denied any falls, trauma or procedures. The programming was checked and there were no issues with the programming or previous refills. The patient has a 40ml pump, but they only fill it with 20ml as the patient is on a small dose. Considerations were reviewed with the caller. No further complications were reported.